Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. Narrative field; new updated and corrected information is referenced within the update statements. Evaluation summary a female patient reported the injection screw on her humapen ergo ii device "could not move out." She experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured february 2015). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to injection screw/ratchet not moving. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would detect a non-moving injection screw with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, with additional information from a second consumer, concerns a chinese female patient of unspecified age. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) humalog cartridge via a reusable pen humapen ergo 2 royal/royal blue subcutaneously as needed for the treatment of diabetes; start date was not provided. During (B)(6) 2015, while using humapen ergo 2, she did not inject insulin lispro for three days due to the breakdown of injection pen; the screw rod of injection pen could not be pulled out (pc number 3540345/lot number 1502d02). Since she did not inject insulin lispro, on an unspecified date, she was whole body tired. Outcome of the events was not provided. On unspecified date while on treatment with insulin lispro, she was hospitalized due to high blood glucose (no values provided). It was unclear if the event was related to not injecting insulin lispro for 3 days or if it was an isolated event. Information regarding conditions surrounding hospitalization, discharge date and corrective treatments was not provided. She recovered on an unspecified date. Treatment status of insulin lispro was not provided. The patient was the operator of the humapen ergo 2 and her training status was not provided. The general humapen ergo 2 model duration of use was not provided and suspect humapen ergo 2 duration of use was from an unspecified date in (B)(6) 2015 to the last ten days of (B)(6) 2015. The reported suspect device duration of use was not reported. There was a reported complaint for humapen ergo 2. The device was not returned therefore an evaluation was not possible. The first reporting consumer did not know if the whole body tired and drug dose omission were related to insulin lispro drug and did not provide a causality opinion for the humapen ergo 2. The second reporting consumer did not provide a causality assessment between the serious event of high blood glucose and insulin lispro drug treatment or humapen ergo 2. No additional follow up would be attempted since the initial reporter refused to be contacted again and treating physician contact details were provided. Edit 20-jan-2016. Upon internal communication on (B)(6) 2016. A pc number 3540345 was processed accordingly. No more information was added to this case. Update 21-jan-2016: additional information received on 15-jan-2016 from a second consumer. Added suspect drug, lab test and the serious event of blood glucose increased. Upon review of information from 28-dec-2015, added the non-serious event of drug dose omission. Updated narrative accordingly. Edit 21-jan-2016: amended indication for use for device. No other changes were performed. Edit 25-jan-2016: upon internal review it was amended the field of as determined causality for blood glucose increased. No other changes were performed. Update 17feb2016. Additional information received 15feb2016 from the product complaint safety database. On the device tab added the device specific safety summary (dsss), entered the european and canadian (EU/ca) device information, entered the manufacture date, and updated the narrative accordingly. Edit corrected receipt date from 15jan2016 to 15feb2016. Update 22-feb-2016: additional contact with the initial reporter was made on (B)(6) 2016 via a psp. Reporter refused to provide additional information or to be contacted once again. Narrative was updated with this details.